Event description:
The patient had an infection at the incision site. After the infected site was cleaned, the patient reported stimulation in the hip area. A fluoroscopy confirmed the migration. The surgeon decided to explant the entire system.